Event description:
The shimadzu radspeed will change its mas and time by itself. The first machine occurrence was dated (B)(6) 2020. We have had a radspeed do the same thing on (B)(6) 2020. System ID for the first machine is (B)(4) and the 2nd machine is (B)(4). FDA safety report ID # (B)(4).